Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced psychological stress due to being attached to the pump for diabetes management. There was no reported impact to the customer's blood glucose levels. Contact indicated that customer preferred to use manual injections.